Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that admit discharge transfer (adt) attention notices were previously delayed/not processing in carefusion coordination engine (cce) due to an issue originating from the epic adt host system. The technical support specialist (tss) verified that admit discharge transfer (adt) messages resumed, and attention notices cleared after delays. Investigation confirmed the issue was caused by the epic adt host system. Hospital information technology (it) resolved the adt issue, restoring normal message flow. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the station interface was down, delaying patient information. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.